Event description:
A report was received that the patient was having difficulty charging the implant. The patient's ipg is sitting at an angle in the pocket. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was having difficulty charging the implant. The patient's ipg is sitting at an angle in the pocket. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg was relocated. Nothing was implanted or explanted. The patient is reportedly doing well.